Event description:
Left behind remnant (reamnice)- tampons, vagina [foreign body in reproductive tract] tampon has ripped [device breakage] every time I had removed the tampon, it has ripped and left behind remnant (reamnice) [complication of device removal] case narrative: consumer reported via e-mail that the tampon rips during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.